Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation the right atrial lead exhibited loss of capture and high capture thresholds. Imaging revealed that the lead had dislodged and was in a stretched state in the right atrium. The patient presented for a lead revision on (B)(6) 2019 and during the procedure, the capture thresholds were noted to be too high when attempting to reposition the lead. The lead was explanted and replaced. Patient was stable.